Manufacturer narrative:
B3/d10: the event occurred in sept-2025. D4: unique identifier (UDI) #: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. The "plastic was torn off." This occurred after use of device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to f10/h6: medical device problem codes: a0414 (previously omitted) additional information was added to d9, h3, h6, and h11. H11: the device was received for evaluation. Visual inspection was performed and the sheeting on the cassette was observed separated. Under water pressure testing was performed and a leak was observed at the cassette sheeting separation location. The reported condition was verified. The cause of the damage was due to poor welding of the cassette during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.